Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representatives evaluated the system. Corrections included replacements of the system's power supply and cooler assembly fan. System was calibrated and safety tested to factory's specifications.